Event description:
It was reported that the ipg was nonfunctional. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was not returned to bsn due to hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.